Event description:
The reporter stated that during an endoscopic gastrocnemius recession surgical procedure, the device blade would not retract after use. There was no reported adverse outcome for the patient or users.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon reported information.